Manufacturer narrative:
Correction to field b2: outcomes attrib to adv event.

Event description:
It was reported that this pacemaker's safety mode was triggered. Additionally, it was noted that there was oversensing of noisy signals on the right ventricular (rv) channel. The noisy signals were attributed to myopotential noise. As a result, there was pacing inhibition that resulted in a syncopal episode for the patient. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. The system resets occurred during a telemetry session and/or while communicating with the latitude remote monitoring system caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this pacemaker's safety mode was triggered. Additionally, it was noted that there was oversensing of noisy signals on the right ventricular (rv) channel. The noisy signals were attributed to myopotential noise. As a result, there was pacing inhibition that resulted in a syncopal episode for the patient. The device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that this pacemaker's safety mode was triggered. Additionally, it was noted that there was oversensing of noisy signals on the right ventricular (rv) channel. The noisy signals were attributed to myopotential noise. As a result, there was pacing inhibition that resulted in a syncopal episode for the patient. The device was explanted and replaced. No additional adverse patient effects were reported.